Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7150751. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 766421.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to infection. Symptoms of festering wound was noted. The patient was doing well postoperatively. No further information has been obtained.